Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2007, the office manager reported that after surgery was complete, the drill bit broke off. On the following month, the sales representative further reported that during drilling the drill bit broke off. The surgeon was able to remove the drill bit without any difficulty, and there was no surgical delay. There was no reported injury to the patient.